Event description:
Customer reported via phone, the insulin pump had alarmed no delivery during a bolus. Customer's blood glucose was 72 mg/dl. During troubleshooting customer mentioned the act buttons was not responding so troubleshooting for keypad anomaly was initiated. Customer didn't recall any significant event which may have cause keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
All buttons functioning properly. There was no damage in the keypad assembly noted. There was no unlocked j2/lcd keypad connector during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip, battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.